Event description:
It was reported that the "device is for repair." Patient involvement is unknown.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection noted that the device was received in very good conditions; a brand new device, unused. The tank was filled with water and a flow meter was attached. Right away it was noticed that the flow was too low, meaning that the system was not pressured. After the back cover was removed the return tube was found to be cracked. After replacing the tube, the flowmeter test was repeated, and this time was looking ok. After repairing a functional test was performed and the entire time the device was fully functional. The temperature after calibration was stable and in the range. Root cause of the issue was the cracked return tube. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Clarification was given on (B)(6) 2024 that the issue with the device was that the printing on the manufacturing and box did not match. There was no patient involvement and no patient harm/adverse event reported.